Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance with the device, beginning at activation. This lead to the decision to explant the internal device. The device was explanted (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.